Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they enter their bolus in, it starts but it does not finish and it is not connecting to the meter. Her blood glucose is 72 mg/dl. She said that the bolus stopped alarm goes off every time she attempts to bolus. During troubleshooting, the customer said that the alarm occurred over 10 times. She was advised to revert to a backup plan per her doctor¿s orders until the replacement pump arrives. The pump will be returned for analysis.